Manufacturer narrative:
The reported field event was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-13647, 2017865-2019-13648. It was reported that purulent fluid was noted in the pocket. The system was explanted for infection. The patient was stable before, during and after the event . The patient was admitted post procedure for antibiotic treatment.